Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to the equipment. Representative reported that a power cable was replaced. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the power cable of the imaging system was damaged and the wires were exposed. The imaging system was still functional. There was no patient present at the time of the issue.